Event description:
Event description cpi received information that the patient had received shocks from his implantable cardioverter defibrillator (ICD) while vacuuming. It was reported that review of the ICD therapy history noted multiple non-sustained episodes.